Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 150mg/dl fasting. Verified test strips expire 10/23/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 399mg/dl and 360mg/dl non-fasting. Reviewed meter memory: (B)(6). Memory concerns: customer is concern with all these high results but especially results that were taken on (B)(6) 2015 @ 11:09am 461mg/dl and result @11:06am 519mg/dl meter time and date are not set correctly.